Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer changes the battery and the screen just fades away. Customer stated that she can see little water droplets on the right side of the bottom part of the pump. Customer stated that she is sure that the pump is damaged and has water in it. Customer reported that she is in a humid area. Customer did not notice the fluid until now. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump was received with a corroded motor home switch. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.